Manufacturer narrative:
(B)(4). Batch # m53g3f. Additional information was requested and the following was obtained: what type of procedure was the device used in? Unk. What confirmation was received that the device was fully fired? The firing trigger could not be compressed anymore. Where within the gap setting scale was the orange indicator prior to firing? Unk. What was the shape of the staples (b-formation, irregular, legs straight)? Unk. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, after the device fired, the tissue was cut but part of tissue was not stapled. The staples condition was unknown. They used hand sewing to complete the procedure. There were no adverse consequences for the patient reported.